Event description:
Healthcare professional reported via histopathology report lymphadenopathy rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported ¿ruptured implant¿ and "silicone in right axilla with a report of contralateral rupture". This record is for the left side. Later healthcare professional "no significant peri implant fluid" confirmed via ultrasound. Device was explanted and replaced with non-abbvie device. The device won´t be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.